Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 192 mg/dl. The insulin pump had been tucked in the customer's shirt. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The device was also received with a missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, battery tube threads, and minor scratches on lcd window.